Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was previously seen in clinic for normal follow up. Upon interrogation, the right atrial lead and left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed both leads were dislodged. During lead revision, re-positioning of the leads were unsuccessful. Both leads were explanted and replaced. The patient was in stable condition throughout the event.